Event description:
Information received from the field notes that the patient complained of dizziness and presented to the emergency room. Loss of ventricular capture was seen when the patient lay on his left side. Interrogation of the device revealed back-up operation. After programming out of back-up mode, high thresholds were observed and the output had to be programmed to 7.5v to get consistent pacing. The device also exhibited battery depletion.